Manufacturer narrative:
This device is not sold in the us, but a similar device is. Event date is (B)(6) 2021. Full name of customer facility is (B)(6). The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the coating of the connecting tube is peeled off. Other observations are channel tube is damaged with insertion quantity out of standard and liquid leakage noted. The el-connector has corrosion due to the leakage. The user¿s complaint of liquid leaks is confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for the issue of liquid leaks observed during preparation for use. During evaluation of the returned device, it was observed that the coating of the connecting tube is peeled off. There is no patient involvement and no harm reported to any patient. This medwatch is being submitted for the reportable issue of peeled coating of the connecting tube observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the coating peeling at the connecting tube likely occurred due to an external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.